Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. Any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer called in regarding an alarm that will not sound when the magnet is removed (no sensor pads are connected in the unit). Troubleshooting guide saved, no gtin number provided. The date the issue was discovered is unknown and no incident or serious injury was reported.

Manufacturer narrative:
Visual findings observed scuff marks on the exterior housing. Both dust covers underneath the battery slots have been damaged. Evaluation found the unit does not sound when the pull magnet is not attached to the magnet plate due to a faulty reed switch. When there is no magnet attached on the magnet plate, the impedance across the reed switch is 0.2 ohm, which is below the normal range (also known as shorted), and it is the cause why the unit is not sounding each time the pull magnet is disengaged. Being that the unit is already more than two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is normal wear and tear. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file# (B)(4).

Event description:
Supplemental report needed for additional information.